Manufacturer narrative:
Phone not provided.

Event description:
During corrective maintenance, the manufacturer¿s international service technician encountered e/c 1111 in the error log. There was no patient involvement.